Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken wire at the tip. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no motion issues related to the broken cable. It was unknown the color of the broken cable. The wire was completely broken.